Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2044 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2044) have been reported from the same facility.

Event description:
It was reported: "8/21 @ 1430, vascular access team called to assess gray lumen. Noted subtle kink in line. Removed dressing, straightened out the line; catheter flushed easily, with brisk blood return; new dressing placed." "Placement info: 5 fr triple lumen provena powerpicc placed in the right upper arm, brachial vein. 12 cm external length; securacath in place". No pt harm reported.